Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultra2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. (B)(6) 2014 the patient obtained the blood glucose readings of 244 mg/dl, 212 mg/dl and 182 mg/dl on the reported meter which he claimed were inaccurately high compared to his expected values. The patient took the action of taking an increased dose of insulin based on these readings, 15.0 units humulin insulin. Afterwards, the patient experienced the symptom of shaking. The patient did not report seeking any medical attention or treatment for his symptoms. Troubleshooting revealed the patient was incorrectly storing the test strips outside of the test strip vial, which can compromise the test strips and cause inaccurate readings. The patient¿s reagent handling technique was incorrect by incorrectly storing the test strips outside the vial. However, as the patient suffered symptoms suggesting severe hypoglycemia after taking insulin based on elevated meter readings, this complaint is being reported.